Event description:
It is reported that the surgeon had difficulty in inserting the articular surface into the baseplate. Surgery was completed with another articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.